Manufacturer narrative:
Concomitant medical products: w4tr01 crt-p implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the there was a low lead impedance warning on the left ventricular (lv) lead. Upon investigation, the trends were noted as chronically low. The lead remains in use. No patient complications have been reported as a result of this event.